Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed transducer fault alarm. The reported issue was resolved by replacing main printed circuit board (pcb) kit. After performing calibration and preventative maintenance (pm), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (transducer fault alarm and ventilator inoperable alarm) and was not ventilating. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing has revealed the exhalation pressure transducer has failed.